Event description:
The tps universal driver was sent for service and during performance testing at the MFR the device displayed a bias current error. There was no adverse event associated with the device.

Manufacturer narrative:
During this visual exam, the service tech noted a number of worn components including corroded flex strips.